Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic forceps got stuck during surgery. The details of procedure and patient harm were not reported. Additional information has been requested and none received till date. Additional information received reporting that during vitrectomy surgery forceps got stuck. Procedure was completed with alternative product and there was no patient harm.

Manufacturer narrative:
A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no further complaints associated with the given lot. The concerned sample was expected but not received by the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. A sample was not received at the manufacturing site which is why the root cause for the customer complaint issue cannot be determined. The exact root cause for the customers reported event is unknown. Therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).